Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 on two hemopro devices was not flowing through the btt short port or the cannula after connecting the tubing. A third replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the products in question. Refer to MFR report #2242352-2012-00866.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed for device #2 as the product lot number is unknown. (B)(4).